Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an umbilical hernia coincident with peritoneal dialysis (pd) therapy. The patient required surgery to repair the hernia. At the time of this report, the patient was recovered from the event. It was not reported if the patient was hospitalized. Additional information is not available.

Manufacturer narrative:
(B)(4). As the umbilical hernia was not reported until after the device had been serviced, a complete device analysis could not be completed to investigate the reported problem. However, a review of the service history records showed no abnormalities that could cause or contribute to the reported event. It was noted that the device passed previous returned instrument testing evaluation (rite) and was found to meet functional and electrical performance specification requirements. A review of the event history log was performed and revealed no device failure or malfunction that could have caused or contributed to the reported problem. However, one instance of an increased intra-peritoneal volume (iipv) event was recorded in the therapy log (reported through report number 1416980-2014-17215). This could have potentially caused or contributed to the reported event; however, the cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.